Manufacturer narrative:
Communication with hospital indicates they did use the mask once the smell dissipated and found no odor to be present and no effects after a few hours of use. Masks were not returned for evaluation. Sent a best practices document giving direction to use the handheld meter on the foam portion of the mask.

Event description:
User reported odor on the decontaminated masks. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.